Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that site 10 had fistula 8 weeks after placement. Non integration of immediate placement. Removed, bone grafted and will return for new implant placement. Site grafted: allograft together with implant placement. Symptoms: abscess.